Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of pump head does not recognize when the door is open. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of "pump head isn't recognizing when the door is open" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper latch switch was not functioning as intended. The upper latch switch, and the upper aux require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.